Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical instrument tissue pad separated and a u504 [probe damage abnormality] error occurred during an unspecified therapeutic procedure. Nothing fell into the patient. There were no reports of patient harm. The procedure was completed by replacing the item with a different one.